Manufacturer narrative:
Follow up #1 02/24/2017. Device evaluation: the pump has been returned to animas and evaluated on 01/27/2017 with the following findings: loss of prime warnings associated with a low non-zero force and zero force leading to delivery interruptions were observed in the pump¿s black box. An ezprime and a 24 hour duration test were successfully completed with no loss of prime warnings being duplicated. The pump was detecting the correct force. The total daily doses of insulin added up correctly and reflected the user¿s programmed basal rates. No delivery defects were found during delivery accuracy testing. The pump was found to be delivering within the required range. There was no evidence of contamination or cracked force sensor traces. No evidence of internal moisture was found. The complaint was verified in the history but could not be duplicated during testing. Unrelated to the initial allegation, the battery compartment was cracked. The audio bolus button cover was missing from the pump.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient had a ketone measurement of 1 as a result of being off the pump due to loss of prime warnings. The reporter stated that there was not a blood glucose excursion, or other symptoms of hyperglycemia. The patient did not receive any treatment above and beyond the normal course of diabetes management. This complaint is being reported based on the allegation that the patient had ketones present as a result of being off the pump for a loss of prime issue.